Event description:
I noticed a significant loss of hearing for several months & scheduled a hearing test with audiologist for (B)(6), 2025. There was. No significant change in my hearing but the phonak hearing aids had failed. Hearing aids were sent to phonak for a complete refurbishing and returned to me (B)(6) 2025. On (B)(6) 2025, I could no longer connect the hearing aids with my iphone 16. I followed all instructions 10 reconnect 10 bluetooth, to disconnect the hearing aids & pair again with no success. Phonak support wasn't able to assist me. My audiologist suggested deleting the app on the phone and starting over. This corrected the issue. (Note: chis isn't the first episode of connectivity problems.) Phonak audeo I-90 serial numbers (B)(6) rechargeable. Purchased (B)(6) 2024. Pt code: 4472. Device code: 3283. Ref report: mw5178110.